Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the cardiologist to help consult on a patient that presented at another hospital with right sided hemiparesis and slight speech slurring. The CT performed was negative for bleed. The patient was seen at the other clinic one week prior complaining of chest pain. The patient had reported that the lvad "sounded a little different". The physician at that hospital did a thorough checkup, and an echo was performed. There was no evidence of pump thrombus and the pump sounded "normal". There were no low flow issues or pump stops noted. The patient's chest pain was positional and was related to exercise. The patient was transported to this hospital. Three days later, it was reported that the patient's slurred speech and right-sided weakness was resolving. The patient does have numbness issues. The patient remains ongoing.

Manufacturer narrative:
The pump is still in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacture's investigation is completed.